Manufacturer narrative:
Further discussions determined the smell could be due to a loose wire, the uninterruptible power supply (ups) box, or the battery. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The facility reported that after the procedure was completed, the staff noticed that the system smelled of smoke. A veran representative went on-site on (B)(6) 2021, to troubleshoot and found that the smell was coming from the central processing unit (cpu) in the system. There was no impact or injury to the patient or the procedure.